Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 320 (mg/dl). Tandem technical support investigated pump data logs and found that the customer allows the pump screen to time out on its own after interacting with the pump which may have contributed to battery depletion. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.